Event description:
It was reported that approximately one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. Additional information was received from the physician that, although it is unclear, the cerebral infarction may have been related to withdrawing the delivery catheter system (dcs) to the descending aorta to realign it during the implant procedure.

Manufacturer narrative:
Additional information: b5: second paragraph. D4: expiration date, serial #, and UDI #. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut fx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown. H4: device mfg date. H6: fdm/annex b code (pertaining to the dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot (B)(6) use by date [2026-04-12] UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.